Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart liquid seen accumulating. The following information was provided by the initial reporter: "it was noticed that liquid had accumulated behind/under the wet cart".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.device manufacture date: unknown.

Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart liquid seen accumulating. The following information was provided by the initial reporter: "it was noticed that liquid had accumulated behind/under the wet cart".

Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # -(B)(6). ¿ problem statement: customer reported a complaint about seeing liquid behind the wetcart. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue for part # 338962. Date range from 24jun2021 to 24jun2022. ¿ complaint trend: this is the only complaint regarding a leakage of potentially biohazardous material outside the instrument for part # 338962 where the root cause could not be determined; date range from 24jun2021 to 24jun2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # -(B)(6), file # 338961--(B)(4) ¿900162150-08 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause could not be determined. The customer initially reported seeing liquid accumulating behind/under the wetcart (fluidics cart) and was sent a quote for an onsite fse (field service engineer) visit (wo--(B)(4)) for the repair. However, the customer did not accept the quote for the field service work order or a subsequent routine preventative maintenance visit (case # -(B)(4), wo--(B)(4)). After not receiving a response from the customer for 30 days despite several follow-ups, both work orders were cancelled and both cases were closed. As there was no customer response, it is assumed that the issue is resolved or the customer did not require a resolution. After this complaint, there have been no further reports of leaks for this instrument. No parts were requested for evaluation as there were no parts replaced. Although the leak may have been biohazardous fluid, there was no skin contact. No user was harmed or injured, and no medical treatment was required. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 01/vers. A indicates to wear suitable ppe (personal protective equipment) including protective clothing and gloves to prevent transmission of potentially fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: -(B)(4), case # -(B)(4) install date: 22nov2018. Defective part number: n/a. Work order notes: o subject: liquid can be seen behind the wetcart. O description: it was noticed that liquid had accumulated behind/under the wet cart . O work performed: n/a. O cause: n/a. O solution comments: no feedback from the customer. ¿ returned sample evaluation: a return sample was not requested for evaluation because there were no parts replaced. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer fluidics fmea (failure mode and effect analysis) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/ no. O item: 6. Waste. O function: 6.1 contain waste. O potential failure mode: 6.1.1 waste not contained. O potential effect(s) of failure: 6.1.1.1 biohazards. O potential cause(s)/mechanism(s) of failure: 6.1.1.1.2 waste container overflows. O residual severity: 9. O residual occurrence: 2. O residual detection: 1. O rpn: 18. Mitigation(s) sufficient: yes /no. ¿ root cause: based on the investigation results, the root cause could not be determined. ¿ conclusion: based on the investigation results, the root cause of liquid accumulating behind the wetcart could not be determined. In response to the customer¿s initial complaint, they were sent a quote for an onsite fse visit (wo-(B)(4)) for the repair, followed by a quote for a routine pm visit (wo- -(B)(4)). However, there was no response from the customer regarding onsite visits for 30 days, and both work orders were cancelled and the case was closed. It is assumed that the issue is resolved or the customer did not require a resolution. After this complaint, there have been no further reports of leaks for this instrument. No parts were requested for evaluation as there were no parts replaced. There was no skin contact with the unknown fluid, and no user was harmed or injured due to the leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10.